Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging his scs ipg several months ago. Consequently, the ipg battery became depleted. The patient's scs ipg was replaced with a new one. In addition, the patient's new ipg was relocated to a new pocket site in the abdomen area. Stimulation therapy was reportedly restored postoperative.